Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that the device was used during a nephrectomy. The clips are delivering across. The case was completed with another device. There was no consequence to the pt.